Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc performed after the event (after recalibration) was within range. The other ise analytes performed within claims. A field service engineer (fse) was dispatched: the fse replaced a worn ratio pump piston and verified repairs. A clear root cause for this event has not been determined.

Event description:
A customer stated that synchron lx20 pro clinical system generated false low sodium (na) results which were reported out of the lab. When the low results were noticed, the samples were repeated on a different instrument in the lab which generated higher results. The results were amended. The customer forwarded results from 7 amended samples. Only the difference in na exceeded bci assay precision claims. Unknown if treatment was initiated or withheld.